Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and it components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on october 2000. It was reported that the aortic neck was severely angulated and an aortic cuff was placed during the initial implant. Vessel tortuosity was excessive. In 2002, the patient presented with a large type 1 endoleak; therefore, the physician elected to insert another aortic cuff between the previously placed cuff and bifurcated stent graft to achieve a seal. However, because of the severe angulation of the aortic neck, the physician was unable to insert the lunderquist guidewire and the delivery system; therefore, the physician pressed on the patient's abdomen to straighten the angulation and consequently the aneurysm ruptured. The patient was emergently converted to open surgical repair and the stent graft was removed, however, the physician was unable to remove the limb grafts from the patient. It was reported that the patient is alive and remains hospitalized no additional clinical sequelae were reported. Receipt of the explanted stent graft is pending.